Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they don't know what they did but somehow, they deleted the "generator from the device". Patient stated where it says charger it is supposed to have their name above it on the main screen of their phone where it says their devices, but stated somehow, they deleted their name which gets them into all the programs to change it and see if it's charging. Upon further clarification, patient stated this is for their spinal cord stimulator. Patient then stated that their spinal cord stimulator is from a different manufacturer and that it says abbott. Patient mentioned they "have so much stuff in me right now" (agent unable to hear what else patient said at this point in the call). Patient confirmed manufacturer of their spinal cord stimulator is abbott. Agent redirected patient to abbott regarding their spinal cord stimulator. Documented information patient provided. No further action taken by patient services. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).